Event description:
An indwelling foley catheter was inserted to accurately monitor the urine output of a critically ill patient. In less than 24 hours after the foley was placed, the foley had clogged off and would not irrigate. The nurse had to remove the foley and insert a new one. The patient's urine output was 12 ml prior to new cahteter insertion, and a few hours after insertion of new foley the urine output was 1525 ml. There was no adverse harm to the patient, and no visible defects were noted in the foley before it was discarded.